Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Corrected information: expiration date of an electromechanical device is not applicable. (B)(4). The amia device evaluation was completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The amia device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon completion of the investigation, the reported problem and its cause could not be verified via sample analysis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an abdominal subcutaneous leak while using the amia device. On an unknown date, the pt was diagnosed with a hernia. The location of the hernia was unknown. The cause of the hernia is unknown. Three weeks prior to the receipt of this report, the pt underwent hernia repair in the hospital. Treatment while in the hospital was unknown. On an unreported date, the pt¿s pd catheter was discontinued and the pt is now on hemodialysis therapy. At the time of this report, the pt is home and is recovering from the hernia repair. No further information was provided. Additional information was requested but is not available.